Event description:
It was reported that during follow-up of an asymptomatic patient, an increase in capture thresholds and a loss of sensing was observed on the atrial lead. The physician suspected that the lead had dislodged. The lead was successfully explanted and replaced on (B)(6) 2015. The patient was noted to be in good condition following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).